Event description:
Youtube video complaint was received by the egs team. The account alleges the patient underwent a successful hiatial hernia repair [hhr] and transoral incisionless fundoplutation [tif] procedure. An upper endoscopy was completed after the procedure and blood was leaking into the patient's stomach. The patient was admitted to ICU for continued observation, an additional interventional procedure to control the bleeding was deemed necessary. The patient also needed a blood transfusion post-intervention. According to the video, the patient is recovering well.

Manufacturer narrative:
The suspect medical device was not returned for device evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. Should the device return at a later date the complaint will be re-opened. A medwatch initial final report is being submitted due to a retrospective review of egs complaints [3005473391] by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. Merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600.